Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a possible breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent. The patient presented to the emergency room with abdominal pain and was treated with intravenous (IV) metronidazole and IV fluconazole (doses and frequencies not reported). The following day the patient was transferred to another hospital (intermediate care unit due to clinical deterioration); peritonitis and another indication were suspected. While hospitalized cloudy effluent was observed and the peritonitis was confirmed. The same day the patient was started on intraperitoneal (ip) vancomycin (2 gm, single dose) and ip ceftazidime (1 gm daily, for three days). The following day the patient experienced cardiorespiratory arrest. The patient responded to resuscitation maneuvers and was taken to the ¿ICU¿, pd therapy was discontinued. The following day the patient experienced another cardiorespiratory arrest and passed away. The cause of death was reported as due to cardiorespiratory arrest. An autopsy was not performed. It was not reported if the peritonitis was resolved. No additional information is available.